Manufacturer narrative:
The balloon catheter was returned for evaluation without the guidewire. The catheter was flushed with water and a material was found to be blocking the catheter lumen causing the balloon to inflate. The material was taken out and analyzed and found to be consistent with cotton. After removal of the material, the balloon was tested with an in-house guidewire and it performed as intended. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
The device has been received and the evaluation is currently in progress. A supplemental report will be submitted once the evaluation is complete.(B)(4).

Event description:
Treatment of a cerebral aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the preparation of the hyperform balloon, it was reported the balloon could not be deflated after it was inflated. The balloon was deflated by pulling out the guidewire. The device was replaced with a new device and the procedure was completed successfully. No patient injury was reported as a result of the procedure.